Event description:
Two cryoablation needles were reported to have not generated sufficient ice during a cryoablation procedure. This MDR is for the first needle used in this procedure - please see MDR # 9616793-2020-00081 for the second needle used in this procedure. The system temperature indicated correct temperature during the procedure. The case was completed with no reported injury to the patient. Both needles will be returned to the manufacturer for investigation.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The needle operated as intended with the iceball isotherm within specifications, and the reported complaint could not be confirmed. Review of the needle lot manufacturing records did not identiffy any freezing malfunctions within the needle batch.